Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine office visit that this patient reported symptoms of syncope and bradycardia (36 bpm). Interrogation of device revealed failure to capture, and high thresholds 7.5v @ 1.5ms. The patient was admitted to the hospital. A revision procedure was scheduled, and the patient was brought into the cath lab. The physician reported that there was nothing visualized revealing connection issue between the device and the rv lead. The rv lead was removed from the device, and tested through the psa. Rv pacing thresholds was 1.0v @ 0.5ms. Repeat testing provided the same results. The rv lead was reconnected to the device. Threshold testing through the device was 1.1v @ 0.4ms. The device was therefore left in situ and the procedure completed. The device and rv lead remain implanted. No additional adverse patient effects were reported. The physician will monitor the patient closely through the home monitor.